Manufacturer narrative:
Device evaluated by MFR: f/g, promus element plus, mr, ous 3.00x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 1 to 5 and 9 at the proximal end of the stent appear undamaged. The remainder of the stent is damaged and pulled in a distal direction, such that the distal end of the stent was 6mm distal of the distal edge of the distal marker band. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element¿ plus drug-eluting stent was selected to treat the lesion. During preparation, upon removing the stent protector, it was noticed that the stent was partially elongated. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 mm promus element¿ plus drug-eluting stent was selected to treat the lesion. During preparation, upon removing the stent protector, it was noticed that the stent was partially elongated. The procedure was completed with a different device. No patient complications were reported.